Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drug infusion and unspecified oral drugs for the event. At the time of this report, the patient was recovered and pd therapy was ongoing during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.